Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 month. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a push enteroscopy and colonoscopy performed on (B)(6) 2016 which revealed arteriovenous malformations (avms) in the colonic area. It was reported that the patient had 6 polyps removed through polypectomy as well as clipping and argon plasma coagulation (apc). The patient was transfused 5 units of packed red blood cells. The patient's anticoagulation regimen at the time of the event consisted of aspirin. The event reportedly resolved on (B)(6) 2016 and no further information was provided.